Event description:
On (B)(6) 2012, this pt was implanted with an gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported that the pt had very tortuous anatomy in the iliac arteries and an infrarenal aortic neck angulation of 140 degrees. The physician was inserting a cook 18 fr sheath through the right external iliac and felt resistance. The physician performed a balloon angioplasty in the artery. The sheath was successfully inserted. The trunk-ipsilateral leg component was implanted and the distal end of the leg component reached just above the right internal iliac artery and an angiogram was performed. The angiogram revealed a proximal dissection in the right external iliac artery. A s.m.a.r.t. Control stent (10 mm x 4 cm) was implanted to cover the dissection. The procedure concluded with no further issue and the pt tolerated the procedure.

Manufacturer narrative:
Results - the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Conclusions - according to the gore excluder aaa endoprosthesis instructions for use (IFU), ilio-femoral access vessel size and morphology (minimal thrombus, calcium and/or tortuosity) should be compatible with vascular access techniques. Furthermore, the IFU states that adverse events that may occur and/or require intervention include, but are not limited to vascular trauma.